Event description:
During a discussion with an FDA/ode staff member concerning a regulatory submission, a newspaper article was mentioned that reported an event involving a vns pt. A vns pt had a seizure while driving but continued to drive after self-administering treatment (activating stimulator with magnet). Shortly after the seizure, the pt crashed their vehicle into another vehicle, killing the four occupants of the other vehicle. Attempts to obtain add'l info have been unsuccessful to date. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.